Event description:
On (B)(6)/2009, the pt reported that about one week ago she noticed the display screen of her insulin infusion device was cracked. She stated the crack is interfering with the screen images. She said, she does not know what caused the crack to appear and her device has not been dropped or exposed to moisture. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.